Event description:
It was reported that the patient presented to the clinic remotely via merlin.net. Upon review, high capture threshold leading to loss of capture was observed on the right ventricular lead. It was noted that the capture threshold was unstable and exhibited a dramatic increase over the past three to six months. On (B)(6) 2022, the physician turned off the right ventricular lead and implanted a new system on the other side of the patient. The patient was in stable condition throughout the procedure.